Event description:
It was reported that the tip marker was noted to be missing during the procedure. As a result, the catheter was retrieved. The patient reportedly suffered no adverse effects as a result of this phenomenon.